Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user handling of the device, leading to water invasion of the scope connector which then caused damage of internal electrical parts. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image". The user can decrease/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Previous repair for the device was in march 2022 for screen not working due to freezing button. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The device was visually inspected externally for damage that could be attributed to the e315 error message received for the device. No abnormalities or associated damage were identified during the inspection. On further investigation, when the plug body was dismantled, the pink moisture indicator was triggered evidencing fluid ingress throughout the plug body. Fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause of the fluid ingress occurring is during the manual leak check or cleaning process. The fluid ingress is most likely caused by user handling. Other observations for the device: light cover glasses are chipped; light cover glasses adhesive is worn; optical cover glass is chipped; optical cover glass adhesive is worn; distal end adhesive is worn; colored ring is worn; down and right angle are not to specifications; play of up/down angle; air channel volume and water removal not to specifications; and electrical safety test fail not to specification. A comprehensive leakage check was completed, no leaks were evident. An intermediate repair is required to return the instrument to the OEM specification. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use an e315 scope error message was received for the device, indicating no image available. There is no patient involvement. The intended procedure was completed using another similar device without any delay.